Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the abnormal flow occurred due to a failure of the manifold unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective manifold unit was discovered and caused the reported pressure issue. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus high flow insufflation unit loaner device, it was discovered that the unit was experiencing an abnormal flow rate during use. Reportedly, the panel flow value kept rising during the gas injection. There was no patient involvement during this event.